Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sheath and delivery system was not returned to edwards lifesciences for evaluation.  In addition, no relevant imagery of sheath or procedural cine was provided. However, images of patient's anatomy were provided and the following was noted: patient access vasculature indicates calcification present on both left and right access. Additionally, minimum luminal diameter (mld) is less than the recommended 5.5mm for use of the 14f esheath. Circumferential calcification can be seen at a small vessel region). Access vessel shows some calcification. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined.  During manufacturing, the sheath shaft components are 100% visually inspected for defects.  During the manufacturing process the esheath final assemblies are 100% dimensionally and visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing.  All testing passed specifications for lot release.  These inspections and testing during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints relating to sheath shaft resistance with delivery system.  The occurrence rate did not exceed the february 2020 control limit for the trend category.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft resistance with delivery system was unable to be confirmed due to no returned device or applicable imagery of the procedure or complaint device provided. A review of DHR, lot history, manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per report, the resistance was felt in the middle of the sheath and due to the narrow vessel size, not the sheath. Per imagery provided, the access vessel mld was below the recommended size (5.5mm for 14f sheath). Additionally, calcification was present throughout the patient¿s access vessel. Calcification can prevent the sheath from fully expanding during delivery system insertion. There was a location in the vessel where the luminal diameter was measured 3.5-3.8mm with circumferential calcification present. It is possible that the effect of small vessel size compounded with surrounding calcium contributed to the reported advancement difficulty through sheath by inhibiting proper expansion of the sheath. As a result, additional device manipulation was likely used to overcome the resistance felt. Based on the available information, patient factors (access vessel size/calcification) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation and the control limit did not exceeded the applicable trend category, product risk assessment escalations, and corrective/preventative actions are not required.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in a previously implanted surgical valve in the aortic position, there was difficulty advancing the valve through the sheath and required additional force.  The team was able to advance the valve and deploy without issues. The system was removed and angiogram showed a tear/leak at the proximal external iliac and distal common femoral artery.  A balloon was inserted to stop the bleeding and a stent was deployed, however the leak was still present. A cut down was performed for surgical repair with a graft.  The patient was stable and taken to recovery.